Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded three new cartridges to resolve the issue, but the alarm kept occurring, and the customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 250 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.